Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the low voltage lead exhibited failure to sense. The physician made several attempts to implant the lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.